Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "thursday". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the freestyle libre 2 sensor and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was seen at a hospital where he was treated with glucose via injection. There was no report of death or permanent injury associated with this event.